Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to a hole in the junction between the pump and balloon components. The existing pump was removed and replaced with a new component. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported hole was not confirmed.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to a hole in the junction between the pump and balloon components. The existing pump was removed and replaced with a new component. There were no patient complications reported.